Event description:
It was reported that when the emts removed the cot from the ambulance the cot legs allegedly collapsed all the way down. Reportedly, the ambulance was approx 2 feet away from the curb and the cot was on an uneven surface. Allegedly, as the cot was going down, it hit the back step of the ambulance and then due to the uneven surface started to slide under the ambulance. It is believed that the pt may have sustained a 4" laceration to the forehead that required sutures.